Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned with dialyzer caps attached. There was evidence of blood throughout the dialyzer. During gross visual examination, a delamination was observed on the non-cavity ID end. The delamination was extending from approximately 215° to 280° with the dialysate ports situated at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported to fresenius that an internal dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the header cap and in the arterial drain hose. The machine, a fresenius 2008 machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also being utilized. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient harm due to the blood leak. The patient did not experience a serious injury or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported to fresenius that an internal dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the header cap and in the arterial drain hose. The machine, a fresenius 2008 machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also being utilized. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient harm due to the blood leak. The patient did not experience a serious injury or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.